Event description:
The bilaterally implanted child has had recurrent swelling and inflammation over her left implant site. The recipient has received varied antibiotic treatments for the infection which resolved the issue. However, her left implant had then migrated towards the pinna. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient had re-occurring swelling and inflammation at the implant site. In addition, the recipient underwent a revision surgery due to a migration of the implant housing from its intended position, which was likely caused by the infection around the implant. During the revision surgery the device was explanted. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported symptoms. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The bilaterally implanted child has had recurrent swelling and inflammation over her left implant site. The recipient has received varied antibiotic treatments. Recently, her left implant has migrated towards the pinna. An implant bed revision surgery and cleaning up of any granulation tissue is planned but has not been scheduled yet.